Event description:
Boston scientific received information that high shock impedances were detected on this right ventricular (rv) lead which was identified through the patient's remote home monitoring system. As of today, all available information indicates that this lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.